Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the sample contained a high concentration of globulins due to the patient's medical condition, which can cause interference. While reviewing the issue with the customer, the tsc specialist determined that the issue was sample-specific. The siemens instructions for use for albumin on an advia 1800 states, "as with any chemical reaction, you must be alert to the possible effect on results of unknown interferences from medications or endogenous substances. The laboratory and physician must evaluate all patient results in light of the total clinical status of the patient." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated albumin result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was tested with two alternate methods for comparison purposes. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated albumin result.